Event description:
It was reported that the left ventricular (lv) automatic thresholds were detected as greater than (high thresholds) the programmed amplitude or suspended due to programming. Additionally, the presenting electrogram shows possible loss of capture with variable morphology noted in the shock waveform. Technical services were consulted, and lead assessment was recommended. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the left ventricular (lv) automatic thresholds were detected as greater than (high thresholds) the programmed amplitude or suspended due to programming. Additionally, the presenting electrogram shows possible loss of capture with variable morphology noted in the shock waveform. Technical services were consulted, and lead assessment was recommended. This lead remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further details indicating that the output settings of the lv lead have been altered. The patient is under remote monitoring through latitude. This lead remains implanted and in service.